Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient reported left side deflation, "left side difficulties and causing her illness" and "mobile irregular 1.5 cm lump at the periphery in the upper outer quadrant". The device remains implanted.

Event description:
Patient reported left side deflation, "left side difficulties and causing her illness" and "mobile irregular 1.5 cm lump at the periphery in the upper outer quadrant". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and "left side difficulties and causing her illness." The device remains implanted.